Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The output connector was broken. Upper and lower cases broken. Two side bail covers broken. Interconnect flex crimped.

Event description:
It was reported that the "top load" connector was broken. No patient involvement or complications were reported.